Manufacturer narrative:
Patient identifier: (B)(6) (same patient, different blood collection times) all available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated architect troponin-I result for a patient while running on the architect i1000sr analyzer. The customer stated after the second sample draw, the physician notified the customer and questioned the initial troponin-I result from the first sample drawn from the patient. The following data was provided (customer¿s critical cutoff is >/= 0.06 ng/ml): 1st draw: sid (B)(6) 7:48 am: 0.107 ng/ml (positive). 2nd draw: sid (B)(6) 8:41 am: 0.000 ng/ml (negative). 3rd draw: sid (B)(6) 9:42 am: 0.005 ng/ml (negative). Repeated original sample at 09:15 am: 0.009 and 0.003 ng/ml (negative) due to the elevated troponin result the patient was administered heparin unnecessarily. The patient was held overnight for observation. No other information regarding the impact to patient health as a result of treatment was provided.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Tracking and trending were reviewed and did not identify any related trends. The historical performance reviewed of the lot 75304un21 which was evaluated using worldwide data through customers in the field for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 75304un21 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 75304un21. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. The device history records were reviewed and did not identify any non-conformances, potential non-conformances or deviations related to the issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat troponin-I reagent lot 75304un21 was identified.